Event description:
It was reported that pump quick bolus and wake button was not functioning as expected. There was no adverse impact to the customer's blood glucose level. Customer support instructed caller to ensure pump was not plugged into power and to firmly press center of button while supporting bottom of pump, after which pump display turned on and caller confirmed pump was functioning as intended.